Manufacturer narrative:
An event of valve underexpansion and patient device interaction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. The device was return in a dehydrated state, precluding functional testing. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported valve underexpansion and patient device interaction problem appear to be related to patient anatomy (heavy leaflet calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system (lot: 10388182). Heavy leaflet calcification was present. Pre-dilatation was performed with a 22mm true balloon. When the navitor was deployed to 80%, non-uniform expansion was observed. The valve was resheathed and repositioned lower with a slower deployment, but non-uniform expansion was still observed at 80%. Valve was recaptured and repositioned once more but non-uniform expansion was still present. The valve was removed and a non-abbott 26mm sapien s3 was implanted successfully. There were no patient consequences and no clinically significant delay. It was thought the under expansion was due to the calcified leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.